Manufacturer narrative:
Citation: de bonis m et al. Similar long-term results of mitral valve repair for anterior compared with posterior leaflet prolapse. J thorac cardiovasc surg. 2006 feb;131(2):364-70. Doi: 10.1016/j.jtcvs.2005.09.040. Epub 2006 jan 18. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the long-term results of the edge-to-edge technique used for the treatment of isolated segmental anterior leaflet prolapse with those obtained with the quadrangular resection adopted for correction of segmental posterior leaflet prolapse. All data was retrospectively collected between 1991 and april 2004. The study population included 738 patients and was predominantly male with a mean age of 54 years. Of those, 22 patients underwent mitral annuloplasty with medtronic duran ancore rings. No serial numbers were provided. Among all patients, 2 in-hospital deaths occurred due to low output syndrome and bowel occlusion, respectively. After hospital discharge, an additional 23 deaths occurred. The cause of death was cardiac related in 10 of those patients. The study used non-medtronic annuloplasty rings in addition to the duran ancore. The type of annuloplasty ring implanted in each patient who died was not reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, post-operative adverse events included: re-exploratory surgery due to bleeding, reoperation/mitral valve replace ment due to recurrent moderate-severe mitral regurgitation/insufficiency, stroke, endocarditis (treated medically without requiring reoperation), pericarditis, sternal rewiring, percutaneous transluminal coronary angioplasty stenting for angina, prolonged ventilatory support (more than 48 hours), and recurrent mild mitral regurgitation. Based on the available information, medtronic product may have been] associated with the adverse events. No additional adverse patient effects or product performance issues were reported.